Event description:
It was reported that the device was explanted due to the pump breaking through skin/infection. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 91.3 mcg/day. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.